Manufacturer narrative:
(B)(4) . (B)(6) . The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a presumed peritonitis event, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The peritonitis was manifested by cloudy effluent and abdominal pain. The patient was not hospitalized for the peritonitis. The cause of the peritonitis was reported to be due to a change in caregivers (break in aseptic technique), but as this was not verified, the cause of the peritonitis is assessed as unknown. Beginning on the day of onset, the patient was treated with cephalothin 1 gram every day intraperitoneally (duration not reported) and amikacin 100 milligrams every day intraperitoneally (duration not reported) for the peritonitis event. Antibiotic treatments were ongoing. Dianeal therapy was ongoing. The patient was not recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: upon follow up it was reported, eighteen days after the event onset, the patient was hospitalized. During hospitalization, the patient was treated with intravenous vancomycin (1 gm every two days, duration not reported) for peritonitis. Six days later, the pd catheter was removed and the patient was switched to hemodialysis. Six days after that, the patient was discharged from the hospital and considered recovered from the peritonitis event. At the time of this report, the patient remains on hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon follow up it was reported, that the patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was further described and confirmed to be the patient had a change in caregivers. Eleven days after the event onset, the cephalothin and amikacin were discontinued. Twelve days after the onset of the event, the patient again experienced abdominal pain and cloudy effluent, which were considered ongoing manifestations of the initial peritonitis event. That same day, the patient started treatment with intraperitoneal vancomycin (1 g every fifth day) for peritonitis. The date this report was received, was the patient¿s expected last dose of vancomycin. At the time of this report, the patient is recovering. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.